Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarm. The customer¿s blood glucose level was 350 mg/dl. The customer changed the set all together, got a new reservoir and the pump worked fine. Troubleshooting was performed. The product will not be returned for the analysis.